Manufacturer narrative:
Added complainant address (country). Correction code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
Added a1: patient identifier.

Manufacturer narrative:
Corrected g5: combination product (yes).

Event description:
On (B)(6) 2019, the patient was implanted with a gore® viabahn® endoprosthesis in the right common femoral artery to treat peripheral artery disease. It was reported a .014 command guidewire was used during the procedure. Reportedly, post balloon (7mm) dilation of the gore® viabahn® endoprosthesis the femoral artery pulse was lost. The physician stated is it unknown what caused the loss of pulse. The device was reportedly fully expanded prior to the identification of the loss of pulse in the femoral artery. It was reported an explant of the implanted gore® viabahn® endoprosthesis and endarterectomy were performed. The procedure was completed with no additional adverse events. The patient tolerated the procedure.